Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 400 ml, flow rate: 6 ml/hr, procedure: humerous repair, cathplace: unk (leg). Bolus button does not lock when depressed. Pump placed on pt after surgery and pt was in recovery area when the malfunction was discovered. Pump was removed and pt was given another pump. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: received one full pump for eval and investigation. Results: the visual insp confirmed the bolus (pca) button was in the upward position, orange indicator in downward position and the select-a-flow (saf) was set at "6." The red tab key was missing. The pinch clamp was opened and the pump infused. The tubing was cut approx 1 inch below the outlet of the pump. The bolus button was tested and passed functional testing. Conclusions: the customer complaint that the bolus does not lock was not confirmed. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Although the customer's complaint was not confirmed, this product is under recall.